Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the clear plastic ring of the reservoir compartment came off. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. The product will be returned.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring and minor scratches on lcd window.